Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information from the patient that she would feel shock like feelings every time her leads were tested. She also felt she was receiving inappropriate shocks. It was later discovered that the atrial lead was dislodged (which was causing the symptoms of shock feeling when device was tested). The lead was turned off by an electrophysiologist and then surgically abandoned two weeks later during a normal generator replacement procedure. A new single chamber implantable cardioverter defibrillator (ICD) was implanted on the patient's right side with no atrial lead. The patient expressed concerns with how her device and leads had been originally implanted and believed that resulted in inappropriate shocks and at one point no pacing. The field representative later confirmed there was no history of inappropriate shocks, rather the patient was sensitive to lead testing in the atrium and the no pacing was a result of the lead being dislodged. No adverse patient effects were reported.